Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic papillotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the cutting wire was grabbed to search the bile duct with the guidewire, the cutting wire broke. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. No other issues with the device were noted. The reported event was confirmed. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. A device history record (DHR) review performed on the most probable lot identified (24568833, 24428416, 22995681) indicates that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic papillotomy procedure performed on february 14, 2020. According to the complainant, during the procedure, when the cutting wire was grabbed to search the bile duct wih the guidewire, the cutting wire broke. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.